Event description:
It was reported that doctor used the rf wand to cut the soft tissue. He continuously pressed the rf wand ablation button to cut the tissue for about 40 mins. After using anchor, it was discovered that the tip of the rf wand had detached and it was found missing in the ot theatre. X-rays performed but could not see tip inside the patient. No patient injury was reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows moderate electrodes/screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. A part of the screen is detached. The insulation on the shaft is in good condition and not compromised. There are no manufacturing abnormalities visually observed with the returned wand. The device was functional tested on a known good controller and performed as intended on the remaining stubs of electrodes at ablate and coag settings. The complaint was verified and the root cause could not be determined with certainty as the device was extensively used. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event includes: extended ablation, use of power level settings above the recommended default levels, or vigorous use against bony surfaces. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.